Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Alleged failure: cib, jackson, onsite, blurry, po# sjc0016205, tracking po 12929 [update - no full loss of image, original device could not be used to complete procedure, replacement was used to complete the procedure.] The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be worn threading on the camera head which could have caused the coupler to not be tightened correctly and/or improper sterilization methods. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.